Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. This report was mailed to FDA on: 8/15/2008.

Event description:
A consumer reported experiencing "defocus imaging" following intraocular lens (iol) implant surgery. He reported that he has undergone refractive surgeries and anti-inflammatory treatments; however, they did not resolve the issue.